Event description:
(B)(4). Same case as MDR#2134265-2013-00693 and 2134265-2013-00692. Same patient as MDR#2134265-2012-06401 and 2134265-2011-06048. It was reported that during balloon angioplasty, 'slipping off'' of the balloon occurred. The patient presented with severe jaw/chest pain radiating to the left arm. Elevated troponin values (peak troponin levels: 364 ng/l;unl:<40 ng/l) were observed and an event of mi was reported. An electrocardiogram revealed t wave inversion iii which was diagnosed as myocardial infarction (no st elevation). The patient was referred for cardiac catheterization. Three days later, the 100% restenosis of the 3.0 x 28mm taxus element stent located in the distal right coronary artery (rca) as well as the in-stent restenosis of the 3 x 38 mm taxus element stent which was previously deployed at the same target lesion was treated with balloon angioplasty using the 3.0 x 20 mm apex balloon. During angioplasty, there was 'slipping off'' of the apex balloon resulting in 'sluggish/no-reflow' with 50% residual stenosis. The event was considered as recovering/resolving and the patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited by patient anatomy, interaction with other devices or other procedural factors. (B)(4).